Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported starting about 6 to 8 months ago the patient is having a problem with retaining a lot of fluid and reported this is affecting patient's kidneys and bladder. The patient stated they have been in the hospital due to this. The patient stated they want to turn therapy off due to this and will be following up with their physician. The patient successfully turned therapy off during call. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.